Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital on (B)(6) 2017, primary tka surgery was performed using the attune system. After the surgery, when the patient visited the hospital due to a pain in the knee, fracture was confirmed to be seen around the knee joint. On (B)(6) 2017, revision surgery was conducted and successfully completed. The surgeon comments that cobalt hv bone cement (zimmer biomet) was not being attached onto the tibial tray (part#: 150600003, lot#: 8541311).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.